Event description:
The provider states the unit will red light after a few minutes of operation and will not alarm. The provider states he didn't have the hours for the unit. No additional information is available.